Event description:
It was reported that during hemodialysis therapy with an ak 98 machine, the blue port connector was unplugged from the machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.